Event description:
I received a vivos dna appliance from my dentist. After I picked it up that day, I heard him tell another patient "it's just a band-aid" after I spent (B)(6) on this. I wore it and was told it would help with clenching and airway. After several years of use, I had no pain resolution, only more bite issues, and exposed gums that now have deeper pockets than before treatment.